Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
It was reported the lead impedance was high, > 200 ohms, and a fracture was suspected. The lead will be replaced. No patient complications have been reported as a result of this event.